Event description:
The operator attempted closure of an arteriotomy site with the starclose device following an unk procedure. Hemostasis was unable to be achieved using the starclose and the physician held manual compression. Sometime after the procedure, the patient was diagnosed with a retroperitoneal bleed. The patient was taken to surgery for repair of the artery and to achieve hemostasis. The patient outcome is unk and no additional information is available.

Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.